Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer was treated with a manual injection. It was stated that the customer changed the infusion set and reservoir to resolve the problem. Troubleshooting was performed. The daily totals matched the basal and bolus. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. It was stated that the customer accidentally set the fixed prime at 5.0 units when she ran the fixed prime test and gave herself 5.0 units of insulin. The customer stated that she set the prime back to 0.5 units. No further info was provided.